Manufacturer narrative:
Device evaluation summary upon receipt by mentor, the device returned without fluid. White and orange material was observed within the device. White and yellow material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.4 cm on the posterior aspect. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white, orange and yellow material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/30/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The event description on initial report had typo error in regard to date of explantation which the correct date is (B)(6) 2019. Patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3501650, lot number 7610716, and right replaced with catalog number 3501650, lot number 7610716. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with mentor siltex round moderate profile 275cc saline breast implants which the left side deflated after implantation. The issue was diagnosed during the examination by the doctor. As a result patient scheduled for removal on (B)(6) 2019.